Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2015) is considered to be a best estimate. This MDR represents the bard flat mesh (device 2). An additional supplemental emdr was submitted to represent the bard flat mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2013- patient was diagnosed with epigastric hernia, thereby underwent open repair with implant of bard flat mesh (device 1). Per op notes, ¿the epigastric hernia was identified and dissected. A bard flat mesh (device 1) was placed and sutured to the peritoneal layer¿. (B)(6) 2015- patient was diagnosed with recurrent ventral hernia, thereby underwent laparoscopic repair with implant of synthetic mesh. Per op notes, ¿defect was noted on the right upper quadrant. A synthetic mesh was placed on the defect and tacked¿. (B)(6) 2015- patient was diagnosed with recurrent ventral incisional hernia, thereby underwent open repair with explant of bard flat mesh (device 1) and implant of bard flat mesh (device 2). Per op notes, ¿the hernia sac was identified in the abdominal region and was dissected. The mesh was found incorporated into the hernia sac. A sac along with the entirety of the first piece of mesh bard flat mesh (device 1) from original anterior repair was excised. The other mesh (synthetic mesh) from the laparoscopic ventral repair was also excised. A bard flat mesh (device 2) was placed within the retrorectus space and sutured¿. (B)(6) 2019- patient was diagnosed with recurrent incisional hernia, thereby underwent laparoscopic repair with implant of synthetic mesh. Per op notes, ¿the defect was noted in the umbilical region just superior to the previous mesh placed in retrorectus space. A synthetic mesh was placed and sutured¿.